Event description:
It was reported that on august 21, 2024 when the charge nurse was opening intravenous access for a patient (inserting an infusion port), after sterilizing the patient and preparing to tie the port, damage to one side of the infusion port needle safety catch occurred after opening the outer packaging of the port, rendering it inoperable. The nurse-in-charge immediately replaced the infusion port needle upon discovery. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.